Event description:
On 11/14/1999 the resident was found on the floor in her room in front of her wheelchair. Resident diagnosed with fractured left hip at hosp. Resident using a caresense wheelchair monitor which alarmed when resident rose from chair. Chair pad had worked earlier in day. After fall it was tested. It did not alarm. Monitor box does work but pad itself doesn't.